Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). (B)(4). Investigation summary: review of the receiving inspection report for (B)(4), lot number 87504700, identified no relevant deviations or anomalies. Heraeus batch record review indicates there were no quality deviations, no change notifications, and no corrective or preventive actions. All verifications, inspections, and tests were successfully completed. Product examination could not be performed as no product was returned for this complaint. This complaint cannot be confirmed. Per heraeus, the root cause of the reported event is "presumably a result of incorrect preparation due to professionals" with a potential explanation as "error during mixing". The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that while mixing the cement, it turned out runny and greasy. There was an alternate device used to complete the surgery. No adverse events were reported as a result of this malfunction.